Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the head identified dark debris and thread like pattern on the surface of the conical taper. Dimensional analysis confirmed that the head was conforming to print specifications. Sem analysis of the femoral head revealed deposits near taper opening and in circumferential bands on taper surface. Quantitative eds analysis of the deposits near the taper opening showed evidence of biological material with cocrmo substrate material containing elevated levels of cr and mo, possibly evidence of corrosion. No other anomalies were identified. Intra-operative photographs were provided. Visual examination of the photographs identified discoloration on the taper of the femoral head. A mass of tissue was excised. Review of the device history record for the head identified no deviations or anomalies during manufacturing. Part and lot identification are necessary for review of device history records, neither were provided for the stem. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk, unk stem, lot: unk. Part: 00630505636, liner standard 3.5 mm offset 36 mm i.d, lot: 62190070.

Event description:
It was reported that a patient underwent an initial hip procedure and subsequently approximately 6 years later, the patient was revised due to pain and elevated metal ions. Liner and head were removed. Corrosion was noticed on the head and on the trunnion of the epoch stem. Attempts have been made and no further information has been provided.